Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over infusing. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review found no related services. The reported issue could not be duplicated as the quantity supplied was within the delivery range, however, the downstream occlusion (dso)seal was degraded. The dso seal was replaced. The device then passed all tests.